Event description:
It was reported that during a lap hysterectomy procedure, the generator alarmed the handpiece was wrong and error code is 3. Changed to another device to finish the procedure without patient consequence.